Event description:
It was reported that wand telemetry exhibited a very slow speed and invalid electrocardiograms during a device interrogation. The device was re-interrogated and the egms appeared normally. The high speed telemetry was expected to be restored within a month. The patient will continue to be monitored.